Manufacturer narrative:
Title: minimally invasive ivor¿lewis oesophagectomy is a feasible and safe approach for patients with oesophageal cancer source: anz j surg 86 (2016) 274-279 accepted for publication 14 march 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, 131 patients who underwent minimally invasive ivor¿lewis esophagectomy (miile) combined with thoracoscopy and laparoscopy. These patients were compared with 248 patients who underwent open ivor¿lewis esophagectomy (oile) between january 2012 and december 2013. The circular stapler was used for anastomotic construction is both types of procedures. In the miile group, a patient died from an anastomotic leak and in the open group, two patients with an anastomotic leak developed alimentary tract hemorrhage that led to death. Major complications (clavien¿dindo grades 3¿5: requiring surgery, life-threatening complication or death as a result of complications) were observed in 66 of 379 patients.